Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, after first attempt to cross, the stent was pulled out undeployed and was noted that the strut had been lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported.